Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. A planned treatment was being performed when the issue occurred and was completed by using another system. The philips field service engineer (fse) visited system onsite and confirmed that the control module was defective. Upon troubleshooting, the fse indicated that control module was defective due to wear and tear. To resolve the issue, the fse replaced control module, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the control module was defective which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.